Event description:
It was reported to minimed that the customer experienced hyperglycemia and mini stroke. The customer requested replacement for the pump. The customer reported hyperglycemia of 390 mg/dl was treated in emergency room/emergency medical service and then treated in hospital. The event involved product(s) unk_reservoir, mmt-1884, 78893-01 and unomedical. Troubleshooting was partially performed and it was unknown whether the customer was not using the auto mode/smartguard feature at the time of the high event. It was unknown whether the customer has been using the insulin pump system within 48 hours of reported high blood glucose event. The customer will discontinue the use of the insulin pump. No further patient complications were reported. No product return is required for unk_reservoir, 78893-01 and unomedical. Product return is expected for mmt-1884.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.